Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported a communication issue between the bedside and the surveillance. Per the case notes, the issue was determined to be related to the 2018 (B)(4) reboot issue. There was no patient incident.